Event description:
On (B)(6) 2021, a customer called hologic technical support (ts) to report that four samples had inconsistent sample results with the aptima sars-cov-2 assay (asars) master lot 304923. The customer reports that they initially obtained sars-cov-2 positive results for all the samples (6) tested on worklist (B)(6). However, they were later notified that the patients with the positive results went to another site to have samples collected and get tested and four out of the six retested negative using the cepheid platform. The customer pulled the original samples from frozen storage on (B)(6) 2021 and all of them were retested on the panther system sn (B)(4) using the aptima sars-cov-2 assay (master lot 304923) worklist ID (B)(6). On retest, only two of the samples resulted positive. The customer confirmed that the initial results were reported out of the lab and that testing results have not been changed or amended. In addition, the customer stated that they did not have any information on whether the patients affected were given a treatment based on the initial results reported.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and did not notice any issues in any of the worklists or reagent preparation. The control values and kinetics look normal for the sars-cov-2 assay and the instrument was working as expected. Pas also added that the kinetics for each sample in question was reviewed and the kinetics were consistent with the rlu values produced, which suggests that the four samples that retested as negative may have been low target samples. In addition, pas also indicated the samples could have been mishandling which led to inconsistent results. No product impact is known to date.